Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump¿s black box showed evidence of short battery life illustrated by drastic voltage drops leading to cs177 low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. The ez-prime sequence was performed correctly; the pump¿s sleep current draw was found to be out of specification. The pump¿s cover was removed. The sleep current draw returned to specifications after unplugging the cgm module flex from the printed circuit board. Inspection found moisture corrosion to force sensor circuit and to the cgm module. Unrelated to the complaint, investigation revealed that the display was dim and discolored.